Event description:
At end of an abdominal CT, pt developed rash on her chest and also felt that her breathing was becoming a little difficult. At this time pt was given 50 mg benadryl IV. As a result, her symptomatology disappeared.